Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a procedure for a stroke case, the subject guidewire wire tip fractured within a micro catheter. Physician tried to track the micro catheter into position, advance the subject guide wire and retract, but did not see the tip of the subject guide wire retracting. It was then noted that the subject guide wire broke within the micro catheter. Aspiration was performed through a micro catheter to retrieve the fragmented subject guide wire fragment. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during a procedure for a stroke case, the subject guidewire wire tip fractured within a micro catheter. Physician tried to track the micro catheter into position, advance the subject guide wire and retract, but did not see the tip of the subject guide wire retracting. It was then noted that the subject guide wire broke within the micro catheter. Aspiration was performed through a micro catheter to retrieve the fragmented subject guide wire fragment. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Device was returned for analysis, the subject device was returned and the lot number was confirmed as from the return packaging. During visual inspection, the subject guidewire was broken/fractured at the distal 10cm section. Sem (scanning electron microscopy) analysis of the fracture site noted dimpling on the nitinol tubing fracture surface, indicating there was plastic deformation and the fracture was likely ductile in nature. Mechanical damage was also noticed along the edges of the nitinol tubing. Functional testing was unable to be performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained, there was no unusual friction/resistance encountered during the procedure, and it was noticed that the wire broken within the microcatheter when trying to track the microcatheter into position. Aspiration was performed through the microcatheter to remove the broken wire fragment successfully and the procedure was completed with another wire. Analysis of the returned device confirmed there was a break at the distal end of the guidewire. Sem images of the fracture site were taken and dimpling was observed on the nitinol tubing fracture surface, indicating there was high plastic deformation and the fracture was likely ductile in nature. The as reported and as analyzed event, guidewire distal tip broken/fractured during use will be assigned procedural factors as this defect appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.